Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was low output of the compressor. Additional malfunctions were saturated sieve beds, clogged muffler, and leaking hose clamps and tie wraps.